Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy because of it but I love love love having it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), uterine enlargement ("uterus was over twice the size of normal uterus"), pelvic adhesions ("adhesions"), haemorrhoids ("hemorrhoids") and ovarian cyst ("cyst on ovary"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, endometriosis, uterine enlargement, pelvic adhesions, haemorrhoids and ovarian cyst outcome was unknown. The reporter considered endometriosis, haemorrhoids, medical device removal, ovarian cyst, pelvic adhesions and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, endometriosis, pelvic adhesions, uterine enlargement and haemorrhoids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event added- cyst on ovary. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy because of it but I love love love having it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"), uterine enlargement ("uterus was over twice the size of normal uterus"), pelvic adhesions ("adhesions") and haemorrhoids ("hemorrhoids"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, endometriosis, uterine enlargement, pelvic adhesions and haemorrhoids outcome was unknown. The reporter considered endometriosis, haemorrhoids, medical device removal, pelvic adhesions and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, endometriosis, pelvic adhesions, uterine enlargement and haemorrhoids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received - new reporter added. Events : endometriosis, uterine enlargement and adhesions and haemorrhoids. On (B)(6) 2020: processed with fu2. On (B)(6) 2020: processed with fu2. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy because of it but I love love love having it') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy because of it but I love having it') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.